Event description:
An echo performed showed paravalvular leak. During explant, it was noted that the paravalvular leak extended around approx 25% of the annulus. There appeared to be adequate tissue coverage over the sewing cuff, although very poorly adherent and there was minimal tissue in-growth, appearing more as a flap laying over the cuff. The valve has been forwarded to a laboratory for analysis. This valve has already been reported as rts-026 for thrombus on the sewing cuff.

Event description:
An echo performed showed paravalvular leak. During explant, it was noted that the paravalvular leak extended around approx. 25% of the annulus. There appeared to be adequate tissue coverage over the sewing cuff. Although very poorly adherent and there was minimal tissue in-growth, appearing more as a flap laying over the cuff. The valve has been forwarded to a laboratory for analysis.